Manufacturer narrative:
The complaint of MRI related reset was reported to abbott and confirmed. The device was received at backup mode of operation, which was discovered after magnetic resonance imaging (MRI) exposure in the field. Analysis of device image determined backup occurred due to power-on-reset due to device being exposed to MRI in the field and device was not set to MRI mode prior to performing the procedure. User manual says that mr conditional icds and crt-ds are conditionally safe for use in the MRI environment when used in a complete mr conditional system and according to instructions in the MRI-ready systems manual. Scanning under different conditions may result in device malfunction. After reloading device firmware functional testing was performed and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in high voltage therapy being disabled. Technical support was contacted and a firmware download was attempted, however it could not be completed. The device was explanted and replaced to resolve the event. The patient was stable.